Event description:
It was reported the patient had not had stimulation for 3 weeks, and was unable to communicate with the programmer. It was reported the sjm representative met with the patient and noted several error codes and low impedance readings. Follow up identified the physician planned to undertake surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.